Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported he changed his infusion set the morning of (B) (6) 2010 and at 9:00 am, his blood glucose measured 153 mg/dl. At 12:00 am on (B) (6) 2010, his blood glucose measured 160 mg/dl. At 2:30 am ,he felt pain in his feet and his blood glucose measured 'hi' on his blood glucose monitor and e4 (occlusion) was displayed on the infusion device. He injected 10 units of insulin and changed the insulin cartridge and infusion set. At 5:00 am, his blood glucose measured 554 mg/dl and at 9:00 am, his blood glucose measured 148 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for eval.